Event description:
It was reported that a patient underwent an electrophysiology (ep) study and the patient experienced pericardial effusion that required pericardiocentesis. The procedure was scheduled for an ep study. The physician was trying to figure out what type of pacemaker to implant. They used two quads and a decanav electrophysiology catheter to use in the coronary sinus (cs). All they did was pacing maneuvers with medication to induce arrhythmias. It was reported that "some things" were induced and when the physician was going to pull out all the catheters, he requested a transesophageal echocardiography (tee). The tee confirmed that there was an effusion present. A pericardiocentesis was performed. An unknown amount of fluid was removed, and the drainage tube was left in place. The pericardiocentesis "went fine" and that they do not know what the course of treatment was after the pericardiocentesis. The patient was stable and alert when they left the ep lab. The patient was transported out of the room, and was taken to c-intensive care unit. At a prior date to the procedure, there was an echo performed. The caller did not know if there was an effusion present then or not. The patient described symptoms of having an effusion. The patient complained to the certified registered nurse anesthetists (crnas) of shortness of breath when laying down. The caller stated that the physician was not too worried since they stated that they would go check on the patient in a few hours. The catheters are not available for return. The caller did not have the catalog nor lot number of the catheters involved. The physician's opinion on the cause of the adverse event is unknown. The patient¿s condition improved and received a pacemaker a couple days after. Uncertain if the patient required extended hospitalization since the patient was staying for the pacemaker implant regardless. No transseptal puncture was performed. No ablation was performed.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).